Manufacturer narrative:
The insulin pump powered up properly after battery installation. No blank display noted. The insulin pump alarmed failed battery test due to corroded battery tube. We were unable to perform operating currents, self-test, unexpected restart error, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests or verify any alarm due to failed battery test alarm. The insulin pump had minor scratched lcd window, scratched case, cracked case at display window corners, cracked battery tube threads, broken belt clip slot and cracked reservoir tube lip. No cracked battery cap was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose was 146 mg/dl at the time of incident. The customer stated that there was crack around the battery cap. The customer was advised to be sent a new battery cap. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.